Event description:
The doctor was performing a lap gastric bypass. It was reported the handpiece gave a high pitched squeal and gave an error 3 handpiece error. The doctor swapped the handpiece with another handpiece and using the same instrument, completed the case with no pt consequence.